Event description:
It was reported that a 3.0 x 16 mm graftmaster was advanced into the patient anatomy to treat a perforation in the distal left anterior descending artery. The graftmaster was unable to pass through the proximal portion of the vessel. The patient reportedly expired. Cause of death is unknown. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Although the graftmaster stent delivery system (sds) was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported incident. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. The failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. Hemorrhage and death are listed as observed or potential adverse events associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including hemorrhage and resulting in the patients death. However, a conclusive cause could not be determined for the reported patient effects or their relationship to the device, if any. The device history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned. A follow-up report will be submitted with all additional relevant information.